Event description:
(B) (4). Same case as 2134265-2009-05049. It was reported that post a coronary artery stenting treatment procedure, a myocardial infarction and death occurred. The first lesion was 90% stenosed, measured 3mm in diameter and 25mm in length and was located in the left anterior descending artery. A 3.0x28mm liberte stent was placed in the lesion and post-procedure the stenosis was reported to be 0%. The second lesion was 99% stenosed, measured 2.5mm in diameter and 25mm in length and located in the left circumflex artery. A 2.75x28mm liberte stent was placed in the lesion and post-procedure, the stenosis was reported to be 0%. The stenting procedure was reported to be a technical success. The same day of the procedure, it was reported that the patient had myocardial infarction and expired.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product not available for analysis.